Event description:
Nurse lifted patient's left arm to check hand grasps, noted blood soaked dressing to bleeding profusely from insertion site. Found that catheter was broken off about 1/4" from hub with remaining catheter not visible (was in patient's blood vessel.) Catheter removed via surgical cutdown at patient's bedside on 2/23/93. The catheter had been inserted during surgery on 2/22, and event occurred on 2/23/ at midnight in for < 24 hrs.) It had been placed in her left redial arterydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, hub. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.